Manufacturer narrative:
A titan touch pump and two cylinders were received for evaluation. Because the available information did not indicate what factors may have contributed to the alleged "pump failure - hard pump", and because no functional abnormalities were noted other than instrument damage, quality cannot determine the cause of this reported event. Because these components were released according to manufacturing and quality control procedures, quality concluded that the observed instrument damage most likely occurred during or subsequent to explant. These separations are not associated with the cause for failure. Management routinely reviews events such as this and monitors complaint levels. Additionally, events of this type are captured in the product risk documentation. Based on this information no further corrective action is required at this time. See attached letter from FDA dated 06/23 indicating FDA has determined coloplast no longer qualifies for participation in the asr exemption #e2006011 program. Effective immediately, we are required to electronically submit individual adverse event reports for these product codes.

Event description:
According to available information, pump failure - hard pump, locked out.